Event description:
It was reported that the sensor and blood glucose readings had discrepancies, causing the insulin pump to go into the threshold suspend function. The blood glucose reading was 121 mg/dl. The customer did not exhibit symptoms of low blood glucose. The sensor glucose reading was in the 40 mg/dl, and the threshold suspect limit setting was 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.